Manufacturer narrative:
Available information indicates the device remains implanted pending a replacement procedure. This report will be updated when additional information is received.

Event description:
It was reported that the patient implanted with tis implantable cardioverter defibrillator (ICD) presented for a routine device follow-up. Upon interrogation, it was noted this device had recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A device replacement procedure was planned for the following month. No adverse patient effects were reported.